Manufacturer narrative:
D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. History investigation of the product with the involved product code/lot number · since the lot number was unknown, investigation could not be performed. 2. Past complaint file of the product with the involved product code · in the past three years for the product with the involved product code, we have not received any events where wires were broken off caused by the manufacturing process. 3. Di no. · since the lot number was unknown, only di no. Is listed. Di no. (B)(4). Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the wire tip broke off during the case. It is possible that the tip of the wire was caught on a stent strut or was behind the stent when the wire was removed. The wire tip was left in the patient. The type of procedure performed was a percutaneous coronary intervention (pci) via right radial access. Additional information was received on 16apr2024: the wire was not retrieved as it was deemed too risky. Additional information was received on 24apr2024: there are no plans on collecting the broken piece from the patient. Patient was stable. Terumo medical received a user facility medwatch report # (b)((4) on 03may2024. The event description states: "middle-aged male with recent history of chest pain. Procedure: cardiac catheterization with stent. During the procedure, the terumo runthrough wire tip broke in the vessel. The tip is retained in the native lad (left anterior descending artery). The tip was left in by decision. No known harm to patient at this time. Patient discharged the next day.".

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in sections d4 and h4, to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory is always making efforts to maintain the product quality by performing following controls. · after the coil/wire fixing process, 100% visual inspection is performed to confirm that there is no deformation in the coil. · after the assembling process, the outer diameter of coil is measured on 100% basis to confirm that there is no anomaly on it. · in the manufacturing process, pulling strength test is performed on 100% basis to confirm that that there is no anomaly in the strength. · in the shipping inspection, the pulling strength is measured on sampling basis for each product code/lot to confirm that there is no anomaly in it. The IFU of this product includes the following warning. · if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.